Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was unable to be confirmed. It was also noted the rear cover packaging is damaged. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during reprocessing their 4k autoclavable camera head did not display an image upon inspection when first tested. When testing the camera head with another camera processor they obtained an image however, I menu icon is present in the corners and the buttons do not function. There was no report of patient death, harm or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.